Event description:
The customer reported low bgs. It was informed that the paramedics were called. The customer was disconnected during rewind and prime. Troubleshooting was performed. The insulin type and concentration were correct. The programming and histories on the pump were accurate. The customer mentioned that they might have overtreated on a meal.